Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette diluent into row h and no error message was generated. A field service engineer was dispatched. No death or serious injury was associated with this event.